Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an alarm occlusion occurred while the customer was administering a bolus. There was no impact to the customer&#38112;blood glucose level. A system check performed with tandem technical support indicated that the cartridge was a possible cause of the occlusion. A recommendation was made for the customer to change the cartridge.